Manufacturer narrative:
Correction: interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indication on (B)(6) 2019. The device had an advisory status and was suspected to exhibit premature battery depletion. The device was explanted and replaced successfully. There were no adverse consequences to the patient.